Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit device was implanted into the patient during an anterior pinnacle mesh repair and posterior vaginal wall repair (perineorrhaphy) procedure performed on (B)(6) 2012 for the treatment of vaginal prolapse. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2012, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).